Event description:
It has been reported to philips that, x-ray was not available. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred and the procedure got aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not available. During troubleshooting, the fse found an issue with the x-ray pc. The fse replaced the x-ray pc and reinstalled software in system devices. After replacement of the x-ray pc and reinstallation of the software, the system was returned to use in good working order.